Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: percutaneous occlusion of transseptal puncture-related free wall perforation at the coronary sinus with a ventricular septal occluder during left atrial appendage closure: a case report. Catheterization and cardiovascular interventions. 2020. 96:e755¿e757. Doi: 10.1002/ccd.28589. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a left atrial appendage closure (laac) procedure. The article reports a patient who experienced a perforation of the free right atrial wall at the ostium of the coronary sinus during the laac procedure with use of a needle. This was revealed by a contrast medium injection opacifying the pericardial space. They observed that a large load of contrast medium entered the pericardium suggesting that the sheath may have strayed into the pericardium via the coronary sinus. At that time, the patient remained hemodynamically stable, and no pericardial fluid was drawn through the sheath. They closed the perforation with a ventricular septal occluder. The status/disposition of the needle is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.